Event description:
On (B)(6) 2013, the pt was implanted with a conformable gore tag thoracic endoprosthesis. It was reported that the device was deployed with no issues, and there was no resistance noted during advancement of the gore dryseal sheath. It was reported that when the gore dryseal sheath was retracted, resistance was felt and the left iliac artery ruptured. It was reported that the pt's 7mm iliac arteries were not large enough to accommodate the 22 fr sheath. An intervention was performed whereby the iliac was occluded with a balloon, and three devices were implanted which successfully repaired the ruptured iliac. The pt also received a transfusion of 4 units of blood.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.